Event description:
It was reported that at the end of (B)(6) 2012 the patient started to experience nausea. The patient¿s last refill was on (B)(6)-2012. The patient¿s pump was refilled again on (B)(6)-2012 and a volume discrepancy was noted. The actual residual volume was 1 ml and the expected residual volume was 13 ml. The health care professional filled the pump with hydromorphone, bupivacaine, prialt, and droperidol. The droperidol was added at this last refill to help with the patient¿s nausea. It was noted that the reservoir volume had matched at the previous refill on (B)(6)-2012. The patient¿s dose was cut in half for safety reasons. The plan was to bring the patient in the next day to check the reservoir volumes. Additional information reported that upon further reflection, only 20 ml had been originally filled despite the pump being a 40 ml pump. The reservoir value had been incorrectly entered as 40 ml. The patient had nausea and vomiting, but was not an adverse event from any intrathecal medication. The patient had vertigo. The dose of intrathecal medication had been reduced to rule out the medication as a factor of the patient¿s complaint. There was no change in the nausea and vomiting when the patient¿s dose was decreased. The patient recovered; the new medication added to the intrathecal medication regimen resolved the nausea.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter product ID 8840, serial# unknown, product type programmer, (B)(4).